Manufacturer narrative:
A siemens customer service engineer (cse) specialist was at the customer site. After evaluating the instrument, the cse performed water test and found that the counts per seconds were high. The cse changed the water filter and cleaned the water bottle with sodium hydroxide. The cse reran the water test and found that the counts per seconds for substrates were unchanged. The cse also found that the reaction cuvettes were dirty. The cse changed the water source and cleaned the water and probe wash tube with sodium hydroxide and the issue resolved. The cause of the discordant, falsely elevated patient results was due to the water contamination. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated results were obtained on patient samples on an immulite 2000 instrument. The discordant results were not reported to the physicians. The samples were repeated on an alternate platform. It is unknown if the repeat results from the alternate platform were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated results.